Event description:
It was reported that during an attempt to insert a presep catheter, a new access site was needed. Initially, the guidewire in the presep kit would not pass through the access needle. There was good blood flow through the needle but the wire would not advance. A new kit was opened; the wire passed through the length of the needle and then met with some kind of obstruction. The access needle was removed needle; a new needle was inserted in the same location and a non-edwards guidewire (cook 0.035 guidewire) successfully advanced. There were no patient complications reported.

Manufacturer narrative:
The devices are not expected to be returned for evaluation; it is believed they have been discarded. Lot number was not provided, therefore review of the manufacturing records could not be completed. Without return of the product, it is not possible to confirm any defects or damages, nor is it possible to determine what factors may have contributed to the report. No actions will be taken at this time.